Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. The customer provided a blood glucose level of 230 mg/dl. The customer could not provide further information regarding the events as the issues occurred in the past.